Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 380 mg/dl, 218 mg/dl and 108 mg/dl when all tests were performed within 10 mins on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter indicated that he took his normal 40 units of novolog after the readings were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.